Manufacturer narrative:
Updated section h6-type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. The complaint for valve degeneration was unable to be confirmed as no medical record was provided for evaluation. Due to unavailability of valve serial number, device history review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien family valves (sapien, sapien xt, sapien 3) are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited available information provided, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 29mm sapien valve implanted for unknown duration underwent a valve-in-valve procedure due to stenosis and regurgitation. A 26mm s3ur valve was implanted successfully. As reported by the edwards field clinical specialist, a patient with a 29mm sapien valve implanted for unknown duration underwent a valve-in-valve procedure due to stenosis and regurgitation. A 26mm sapien 3 ultra resilia valve was implanted successfully. Note: the original valve is assumed to be a 29mm sapien valve, but this cannot be confirmed. Note: physician unable to find out original valve information, as patient was not entered in the edwards registry. It is assumed to be a 29 mm original sapien valve, but this cannot be confirmed.